Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A user facility reported a saline bag back filled at the start of treatment. A pt was connected to the machine at the time of the incident. The saline bag was replaced and the pt completed treatment. There were no adverse effects and no medical intervention was needed. The air separator will be replaced on the device by the tech. The machine has not been returned back to service. The part will be available for the MFR's eval.